Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move at all. There was no patient injury due to the issue. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. A loop of wire was sticking out and protruded above the outer surface of the main tube. The wire insulation was not damaged at the dislodged sight. However, there was insulation damage found on the conductor wire on the opposite side. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on all three attempts. Further investigation found that instrument conductor wire insulation was damaged at the yaw pulley. Visual inspection found the wire not to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three attempts. There were no signs of thermal damage. In addition, the instrument was found to have an input disk cracked. Hairline cracks were found on grip input disks #7. The cracked input caused the grip cable to become dislodged from around the input shaft, and to become loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. The customer used a new fbf instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The black conductor wire was damaged. The instrument did not move as intended. There was no arcing.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged conductor wire of the fenestrated bipolar forceps (fbf) instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.